Event description:
It was alleged that during use on a patient a freeflow occurred. It was noted that the patient experienced temporary elevated vitals and bradycardia. There was no resultant patient consequence.